Event description:
The balloon did not inflate completely. It stated "no trigger." While the ECG pressure was pacing, the intra-aortic pump would go back to "no trigger" and then change its timing by itself. It was replaced by another device. The biomedical assessment stated that this unit is under service agreement; therefore, the vendor was called in to test the unit. The unit was tested and found working properly. Their analysis was that it was probably operator error. The unit was returned to service.